Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her left side postoperatively. As a result, the patient underwent unilateral explantation and replacement with catalog number 3503501bc; serial number (B)(4) on (B)(6) 2014. Date of implant has been updated to (B)(6) 2011 (invoice date of the device) in the absence of date of implant information. Follow-ups are in progress. Once information is received, supplemental report will be submitted.

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her left side postoperatively. As a result, the patient underwent unilateral explantation and replacement with catalog number 3503501bc; serial number (B)(4) on (B)(6) 2014. Date of implant has been updated to (B)(6) 2011 (invoice date of the device) in the absence of date of implant information. Follow-ups are in progress. Once information is received, supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).